Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found nothing indicative of a device nonconformance, however some extraction damage can be seen. Per s-rom noiles surgical technique (dsus/jrc/0414/0052) inserts compatible with with s-rom and lps femurs must match femur size-to-size. The reported allegation can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Was there an allegation against the x-small hinge insert? Or the s-rom noils femur? If the x-small hinge insert, please provide the lot and product number. There were no issues with the x-small insert only the s-rom noils femur was mismatched b. Please clarify if this is a primary surgery or a revision surgery. If a revision: it was a revision surgery. B1. Please provide the primary surgery date. Primary was performed 10 years before somewhere else. B2. Reason for revision implant was loosed (that¿s why the revision was required).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 medical device problem code removed pe code: implant-implant fit mating parts do not fit together intraoperatively.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the photo investigation revealed that srom nrhfem w/pin sm lft 66x62 had no defect shown in the evidence provided. Per s-rom noiles surgical technique (dsus/jrc/0414/0052) inserts compatible with s-rom and lps femurs must match femur size-to-size. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. H10 additional narrative: added: b5.

Event description:
Additional information received indicates that no depuy products were involved in the revision surgery.

Event description:
It was reported that while putting final insert implant we have faced challenge with locking x-small hinge insert with small s-rom noils femur. So, we have revised the femur intraoperatively although cementing has been done. There was a 60 minute surgical delay. Doe: (B)(6) 2023.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.